Event description:
Medtronic received a report that the axium coil diameter was significantly larger than the nominal diameter (4mm). The result of recycling and re-deploying was the same. After withdrawing the coil from the body and deploying, the coil would hardly form a hoop. The devices were prepared as indicated in the IFU. No patient symptom or complication was associated with this event. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm with a max diameter of 11.43mm and a 8.26mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA #: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event h3: product analysis of qc-4-12-helix, lot no:b240079 as found condition: the axium coil was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within an opened axium inner pouch and a dispenser coil. Visual inspection/damage location details: the axium coil was returned within the introduce sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. No bent or kink were found with the axium pushwire. No damages was found with the axium implant coil. However, the returned coil was found to be 3d coil not helix coil. No damages or irregularities were found with the introducer sheath. No other anomalies were observed. Testing/analysis: the axium implant coil was able to be pushed out from introducer sheath. The implant coil was measuring to be ~30.0cm within introducer sheath which is not 12cm. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil-shape-loop size¿ was confirmed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. For coil incorrect size see CAPA: 572119. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.